Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "adapter became so hot that it melted the glue inside" was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the video system center, it became so hot it melted the glue inside the adapter that holds the different lenses together. There were no reports of patient involvement.